Event description:
The director of respiratory therapy reported a pt developed skin breakdown or a bruise while using the dale stabilock endotracheal tube holder.

Manufacturer narrative:
Director of rt indicated the holder may not have been repositioned as recommended by dale medical products. Per our labeling instructions: dale recommends repositioning the endotracheal tube often to help prevent injury to the lips and underlying tissues due to unrelieved pressure. Dale strongly recommends supporting the ventilator tubing to reduce pressure on the endotracheal tube. Pts with compromised immune systems, friable skin or with limited sensory perception, need special monitoring and care. "Skin tears usually occur in the elderly or individuals with friable skin often due to underlying medical conditions or long term use of steroid medication". Reference: johnson & johnson guide to wound management.